Event description:
Lack of stability during placement.

Event description:
Failure to osseointegrate.

Manufacturer narrative:
Failure mode corrected to failure to osseointegrate to match customer supplied data.